Event description:
According to initial reporter: piece of plastic sheared off when tube placed over, ending up in patient's airway.

Manufacturer narrative:
Btr tube, tracheal (w/wo connector).

Event description:
Additional information provided states: the small piece of catheter was retrieved and will not affect patient outcomes.